Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced a hernia. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date, the patient underwent a hernia repair surgical procedure, but it was not reported if the patient was hospitalized for the hernia or for the repair procedure. Peritoneal dialysis therapy was ongoing at the time this report was received. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.